Event description:
A customer contacted beckman coulter inc. (Bci), regarding erratic results for total bhcg (tbhcg) generated by the unicel dxi 800 access immunoassay system for one pt. An initial tbhcg result was 50.81 miu/ml. The result was reported out of the lab. The sample was re-tested and repeated tbhcg results were "~15.00miu/ml" and 69.20miu/ml. It is unk if pt treatment was affected.

Manufacturer narrative:
Sample collection and system information were not supplied. This is the only sample and assay in question at this time. While troubleshooting with hotline, customer mentioned they had changed the substrate bottle several hours earlier. Customer checked and found the fittings on the substrate bottle were loose. The customer was instructed to tighten the fittings and prime the substrate delivery system. The customer, with the help of hotline, performed visual substrate delivery verification and found bubbles. It was at this time customer requested service and would not troubleshoot further with hotline. Fse spoke to customer in 2008. Fse had customer verify the fittings were tight and prime the substrate delivery system. Customer performed a system check and all portions were within passing specifications. Customer ran 5 replicates of each level of qc and stated that precision was good. Even though the positive bhcg results obtained in this event are unlikely to be the basis to initiate or withhold treatment, in this event, the hardware issue may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the pt. Air bubbles in the substrate delivery line could affect pt results. A malfunction will be assumed for the purpose of this report.